Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "deflation, pain, burning." This record is for the left side. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, one linear opening, yellow particles in device inner surface, white particles in device outer surface and total delamination of valve. Leak test and microscopic analysis was performed which identified total delamination of valve and one crack opening. Based on the device analysis the final assessment is: total delamination of valve assessed as adhesive failure. One opening crack assessed as cracked valve seat diaphragm valve.

Event description:
Patient reported "deflation, pain, burning." This record is for the left side. Device has been explanted and replaced.